Event description:
The complaint involved a patient who underwent a second knee revision surgery on (B)(6) 2015. The original revision surgery was dated (B)(6) 2012. The revision surgery was a result of the non-omni partial knee becoming loose. In the revision, the omni patella and the remaining non-omni knee components, were revised and replaced with all omni product. The patella was replaced with a new implant of the same size, and the non-omni components were replaced with an omni femoral component, baseplate, insert, modular stem and various augments.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.